Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited increased capture threshold resulting in capture loss. Low pacing impedance was also noted. It was alleged that the lp may have been inadequately fixed. The lp was explanted and replaced. There were no patient consequences.